Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient's drug would deplete easily, and that the pre-filled cartridges would deplete when the device stated there was still 3 days' worth of medication left, and the device would be alarming. The patient reported that they began filling cartridges themselves and has not experienced any further issues since making that change. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.